Event description:
Patient is a (B)(6) hemodialysis pt who currently resides in a nursing home. It was reported by the dialysis clinic that on (B)(6), 2011 while receiving her dialysis treatment there was reportedly a machine alarm for an internal blood leak. The ebl was 200cc's and the blood was not returned to the pt. New lines/dialyzer were set up and treatment was re-started when a second internal blood leak occurred with an ebl of 200cc's. According to the clinic's records the pt expired the following day on november 5, 2011 at the hospital. Cause of death is unk at this time. Additional information has been requested but has not been received to date.

Manufacturer narrative:
(B)(4).